Event description:
It was reported that x-rays taken approx 6 1/2 months post-op revealed a broken pedicle screw on the left side of the posterior construct. The pt is experiencing some pain and the surgeon is continuing to monitor the patient. Fusion is reported to be in progress, but it is unknown if complete. No revision surgery has been planned at this time.

Manufacturer narrative:
No revision surgery has taken place; therefore, no product has been returned for evaluation. An x-ray showing an axial view of the construct confirms the fracture of the mid-thread area of the pedicle screw. Position of screw appears normal. Unable to determine cause of the event.